Event description:
An endeavor sprint rx drug eluting stent was implanted to the proximal lad during index procedure. Clinical events committee reported that an mi occurred in the territory of the target vessel during the index procedure. Approximately 56.5 months post index procedure, patient death occurred. Death was non-sudden death. Cause of death is unknown. It was not assessed whether the patient's death was related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (death). Evaluation conclusions: inherent risk of procedure - (death). (B)(4).